Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision was observed when verifying the accuracy at known anatomical landmarks. It was noted that re-registration of the patient did not restore accuracy. The site opted to complete the procedure compensating for the imprecision. The procedure was completed with the use of navigation. There was no delay to procedure. No known impact on patient outcome.

Manufacturer narrative:
Additional information: medtronic received information that the imprecision was noted to be 2-3 millimeters in the nose and 2-4 millimeters at the skull base. The surgeon opted to complete the procedure compensating for the imprecision. Correction: product, unique device identification (UDI), device manufacture date and related fields updated to proper value.

Manufacturer narrative:
A software analysis was initiated. Analysis of the archive provided no additional insight into the reported issue. However, the software evaluation found that a probable cause was unable to be determined.